Manufacturer narrative:
Device evaluation post market vigilance led an evaluation of one device. The device was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on each needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Based on the evidence available the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was difficult to toggle and load. Also, when the scrub tech was attempting to unload the instrument, the black load fell off the handle of the instrument. There was no patient injury.